Event description:
The patient reported that on (B)(6) 2021 the adhesive pad did not stay attached to the body and the v-go device fell off causing patient pain at application site. Patient reported that 2 v-go devices became detached from her abdomen prior to the 24 hours, dates not specified. Patient reported that she was working at the time and there was increased movement and it was hot when the device became detached. The application site pain was sharp but resolved immediately and patient cleaned the area with antiseptic. Patient had been using v-go device for 3 weeks.